Event description:
A malfunction alarm labeled malf 12 was reported by the customer, with no prior notable events leading to the malfunction. There was no adverse impact to the customer¿s blood glucose level. The customer had experienced multiple instances of this malfunction, with technical support confirming the issue and providing instructions for a complete pump reset. Technical support decided to replace the pump, ensuring it came with updated software. Customer will continue to use current pump; will rely on alternate method if necessary.